Event description:
It was reported that 4 of the bd nano¿ 2nd gen pen needle outer cover were damaged. 2 of 2 related files. The following information was provided by the initial reporter, translated from japanese to english: this report is about needle attachment deformation. The patient complained that when the product was used, the needle attachment was deformed and could not be attached several times (three or four times). 2023/7/25 when the sales-rep received the actual product, sales-rep confirmed that the correct event was the deformation of the outer cover. This report is about needle attachment deformation. The patient complained that when the product was used, the needle attachment was deformed and could not be attached several times (three or four times). One product was brought to the pharmacy. A recall of the complaint products and an investigation into the cause, if possible, is requested.

Manufacturer narrative:
H6: investigation summary one 32g x 4mm pen needle was returned from lot no. 2257053, cat. No. 320559. Visual examination of the returned sample was carried out and a damaged outer cover was observed. This issue occurred as the side seal unit remained against the parts resulting in partial melting of the cover. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 of the bd nano¿ 2nd gen pen needle outer cover were damaged. 2 of 2 related files the following information was provided by the initial reporter, translated from japanese to english: this report is about needle attachment deformation. The patient complained that when the product was used, the needle attachment was deformed and could not be attached several times (three or four times).(B)(6) 2023. When the sales-rep received the actual product, sales-rep confirmed that the correct event was the deformation of the outer cover. This report is about needle attachment deformation. The patient complained that when the product was used, the needle attachment was deformed and could not be attached several times (three or four times). One product was brought to the pharmacy. A recall of the complaint products and an investigation into the cause, if possible, is requested.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report MDR pr# (B)(4) was sent in error. Complaint captured under report MDR pr#: (B)(4) MFR#9616656-2023-00844. MFR#: 9616656-2023-00845 is void as a result.